Event description:
A caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump and guided them through the process. After completing the pump reset, the error did not reappear, and the caller successfully started their sensor session.